Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and also had no delivery alarm also. Customer reported that, her blood glucose was so high and reservoir was getting low. The blood glucose was 323 mg/dl when she first noticed. Customer stated that, her blood glucose was coming down now or it was. Customer changed out both her infusion set and reservoir and has not had he issue since then. Customer reported that, the alarm did not occur during manual prime. Customer reported that, the event was resolved by changing complete set infusion and reservoir. Customer declined troubleshooting of the high blood glucose. Customer bolused with insulin pump to treat high blood glucose. The insulin pump will not be returned for analysis.